Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the patient had oozing at the groin site. The patient received one unit of packed red blood cells and fresh frozen plasma. After 62.28 hours of impella 5.0 support, the family opted to have care withdrawn with the patient expiring, there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.